Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal were all intact. No evidence was found in event log. The reported problem was verified by visual inspection. Battery was found compartment melted by battery separators. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: the damaged battery compartment will be replaced. No causes or potential causes of the customers reported problem were found during the review of service and repair records. Initial reporter: is unknown.

Event description:
It was reported that the battery support post detached and made contact with batteries and melted into battery compartment. No patient injury was reported.